Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6, h.10. The company service representative examined the system but did not replicate the reported event. The host module was replaced as a prevention. The system was then tested and met all product specifications. The host module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned host module was installed into a calibrated system and tested. There was no problem observed, and the nonconformity reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that prior to surgical procedure the screen turned white and froze. Procedure details were not provided and there was no patient involvement.